Event description:
The tip of the suture passer broke off inter-operatively. The suture passer got jammed and the doctor broke it while removing the device. The tip was retrieved and the doctor was able to complete the procedure.

Manufacturer narrative:
Cooper surgical quality engineer evaluated the returned CT closesure xl and confirmed the reported condition. Upon receipt of the device a visual and tactile evaluation was performed, and it was observed that the jaws were disengaged from the shaft tubing. A microscopic exam of the shaft and the jaws revealed the actuating rod was bent and severely damage. Functionally, no test was performed due to the noted damage. Replication of the observed condition may occur if excessive force is applied to the device. In conclusion the root cause of the reported condition is end user related. (B)(4).